Event description:
The event reported by a customer from USA: "event description: the sapphire pumps have been in use for 1 week and 5 of the enhanced power cords have already broken. Some have been damaged where the cord plugs into the power outlet". Additional info: "no patient was involved or harmed. We have identified 5 power cords that are damaged and 2 power cords with which the pumps won't charge. All 7 power cords have the ref#: 15072-000-0005 and lot# 4814. As we discover more power cords with similar problems we will inform you of their respective ref and lot numbers. A splitter was used. An alternative power supply tested in order to charge the pump. The pump charge with the alternative power supply".

Manufacturer narrative:
(B)(4).